Event description:
It was reported that an unspecified malfunction alarm occurred. Customer went to the ER on (B)(6) 2022, due to high blood glucose levels of 570-600 mg/dl and high life-threatening ketone levels due to the unspecified malfunction. Reportedly, customer was admitted to the hospital and subsequently to the intensive care unit (ICU). Customer received treatment of IV and fluids of saline and insulin to address the high bg and high ketones; the treatment resolved the issues. Customer was released from the hospital on (B)(6) 2022 and will use a replacement pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.